Event description:
Senseonics was made aware of an incident where the customer experienced a hypoglycemic event on (B)(6) 2023 at 7:30 pm, after the sensor retired prematurely. The sensor retired earlier on the same day. There was no sensor glucose readings because of the early sensor retirement. The customer did not provide any blood glucose (bg) value. The customer did not seek any medical attention and self resolved by drinking sweets and eating an apple.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review the investigation was performed on the user synced glucose data on data management system (dms), which is an eversense cloud platform. The dms investigation analysis could not confirm the adverse event because the sensor was already retired and the system was not in use at the time of incident. The system asserted an early sensor replacement alert on (B)(6) 2023 at 10:58 am after 147 days of use. Due to early sensor retirement, a return material authorization (RMA) was issued to bring back the sensor for further investigation and to determine the root cause. The returned sensor was investigated which revealed a loss of chemical performance. The eversense cgm system correctly disabled the sensor due to performance failure indicated by metric of sensor performance (msp) value going below the established threshold. The system's self test functions worked as expected by retiring the sensor. The root cause of such failure is due to the oxidation of sensor's hydrogel. No further investigation was found necessary for this complaint.